Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The pump was received with cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 168 mg/dl. The customer stated that he jumped into the lake water and forgot he was wearing the pump. The customer reported that the pump display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.